Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose (bg) of almost 500 mg/dl with chest pain, rapid deep breathing and ketones. The patient was taken to the emergency room and treated with insulin via pump and IV fluids. They were discharged after receiving treatment. This report is being made due to the bg excursion the patient experienced due to a power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2017 with the following findings: the black box data for the date (B)(6) 2017 was not available. A review of the pump black box data showed partially discharged batteries were installed into the pump. Additionally, low battery warnings and replace battery alarms were observed in the pump¿s history. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fully tighten to the pump. The pump was able to power up with the returned battery cap. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. During visual inspection of the pump, it was observed that the battery compartment had two cracks. The tdd¿s added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).